Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data (1) upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer confirmed the remote manager was not failed and could not replicate the issue. Verified the serial number to ensure the correct station, inspected the system, and found corroded leads on the remote manager. Cleaned and greased the leads. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es the remote manager was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.